Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Events reported in 2210968-2021-06553, 2210968-2021-06554, and 2210968-2021-06556.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the needle popped off and the suture was shredding upon being removed from the package. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4).component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a packet of product code epm8766 was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects or fraying were observed during evaluation. The product code is multistrand and each packet contains two strands double armed. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.